Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely calcified and mildly tortuous superficial femoral artery. A 5.0mmx100mmx135cm sterling¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated for 10 seconds however it ruptured at 8 atmospheres on the first inflation. The ruptured balloon was completely removed from the patient. The procedure was completed using a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).